Event description:
It was reported that the patient has expired. No further details were reported. Through follow-up with the health-care provider, a copy of the operative report was received. It was learned that the patient expired after an implant duration of zero days. Per the operative report: "hemostatis was obtained. The sternum was then approximated with peristernal wires, nurolon for fascia and while the patient was being closed, despite maximum pressor support, boluses of epinephrine, the patient could not sustain and was pronounced dead in the operating room at 1406."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted on the same day; (B) (6). Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.